Event description:
The consumer reported that she had an accident on the night of (B)(6) 2016. She was not feeling stimulation and therapy was not on. Therapy was turned on and the situation was not resolved. The patient was not sure how long her stim had been off. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.